Event description:
Per fax, power switch has no start up alarm. Per independent repair center statement, unit alarm will not function. The key failure was power switch for the component had no start up alarm.